Manufacturer narrative:
Alleged failure: the metal part of the tip of the vaporizer was detached. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user-related, as the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke. It was confirmed that the tip was retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. It was confirmed that the tip was retrieved successfully.